Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-07. H6: investigation summary two photos and seven samples were received by our quality team for evaluation. From the photos, foreign matter was observed on the top web packaging. Six samples were observed with a yellow stain on the top web packaging. These samples were subjected to fourier transform infrared spectroscopy testing (ftir). The test was unable to separate the yellow stain from the packaging because it appeared to be a very thin layer on the surface, and it was also likely absorbed by the packaging making it more difficult to separate. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The entire manufacturing process for syringe assembly and packaging was reviewed, there is no yellow color solution or liquid used at the machine. Therefore, the root cause could not be established. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that syringe 3ml ls was discolored. This occurred on 7 occasions. The following information was provided by the initial reporter: a dirt was adhering to some products and these affected products could therefore not be used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls was discolored. This occurred on 7 occasions. The following information was provided by the initial reporter: a dirt was adhering to some products and these affected products could therefore not be used.